Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the customer was hospitalized due to high blood glucose and ketones. The customer felt that the catheter on the infusion set was the cause of the high blood glucose. It was stated that the customer did not want to troubleshoot. Nothing further was reported.